Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads exhibited low lead impedance and oversensing. The leads were capped and replaced on (B)(6) 2019 during a system replacement, as the patient had recently developed a higher-grade atrioventricular block. The patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-08856.